Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Lead was diagnostically imaged. Externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.